Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced epidural hematoma following the permanent implant procedure on (B)(6) 2015. The patient reported discomfort in the trunk and weakness and tingling in her legs. As a result, the patient underwent the surgical intervention to evacuate the hematoma on the same day. Follow-up revealed the issue was resolved by surgical intervention.